Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 0001822565-2017-02293). (B)(4).

Event description:
It is reported that the pin became jammed within the reamer during the procedure. It is suspected that the pin may have cold-welded as the surgical team was unable to remove it. No adverse events have been reported as a result of the malfunction. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. As returned the threaded guide pin trocar point 3.2 mm dia. 230 mm length is seized in the cannulated reamer 5.0 mm dia. The hardness¿ and dimensions taken are within spec. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.